Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor failed calibration. The root cause of the reported issue was found to be the downstream occlusion sensor was inoperable. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor .

Manufacturer narrative:
\Additional information added to h6 and h10. This MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor failed calibration. The root cause of the reported issue was found to be the downstream occlusion sensor was inoperable. .actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor .

Event description:
Information was received regarding a cadd solis vip pump. It was reported that device gave multiple error messages: "check for empty tubing" and "cassette not removed properly, reattach cassette". It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.